Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported hospitalization and treatment. Review of available information identified that the user received multiple urgent low glucose, low glucose, and glucose falling quickly alerts on the day of the event; however, none of the alerts were acknowledged. Engineering log review further identified multiple fill tubing events delivering 15.26 units, 10.48 units, 5.37 units, and 5.11 units of insulin while glucose values were 122 mg/dl, 74 mg/dl, 50 mg/dl, and 47 mg/dl, respectively. It could not be determined whether the infusion set remained connected to the user during these fill tubing events. The user's mother reported the user subsequently experienced a diabetic seizure with a blood glucose value of 19 mg/dl, administered glucagon while speaking with ems, and the user was transported to the hospital. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts and no motor errors. Review of device history did not identify evidence of device malfunction. Based on available information, the event is attributed to improper execution of fill tubing while the user may have remained connected to the infusion set, resulting in unintended insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 19 mg/dl, resulting in seizure and hospitalization. The user was admitted on (B)(6) 2026, treated with glucagon and oral glucose, and discharged on (B)(6) 2026. No long-term health effects were reported.